Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1 sample was returned to sbdm, lot number is unknown. Investigation under normal condition of using condition for the an122: sbdm fill medicine into the spike & chamber under normal condition, we found leakage in the received an122 spike air vent. Investigation under high pressure of using condition for the an122: sbdm fill medicine into the spike & chamber under high pressure (0.50mpa), we found leakage in the an122 spike air vent. House sample inspection: sbdm inspected the lot no. (Lot no 2106011, 2106051 & 2106101) as of the house samples, there was no leakage even the air pressure was under 0.50 mpa. DHR review: sbdm review the manufacturing record of complaint sample, there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm review the customer complaint record of complaint sample, there was no same issue of the same product from other customer. Root cause: sbdm inspected the complaint sample & house samples, found that there was leakage under normal using condition. Leakage occurred under high pressure of using condition in 0.50 mpa on the air vent of spike too. Also, there is ultrasonic assembly process in the chamber + spike + air filter assembly m/c. And there is a jig which is pushed in the spike air vent hole to assemble air filter with spike. However, if the center of the jig is not matched with the center of spike, the inner wall of spike could be damaged and the air filter also, could be damaged too. The likely cause is that temporary malfunction of air filter assembly machine and it caused root cause for this complaint case. Corrective actions: quality training on this customer complaint for spike & chamber assembly line workers. Implementing tightened product & process monitoring and strengthening quality inspection for IV set manufacturing process. Have reviewed all spike & chamber assembly process and changed air filter assembly jig. Also, set center of the machine and conducting to re-set leakage inspection part of the spike & chamber assembly machine. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fluid leaked from the IV set an122 w/o pump t-type onto the spike air vent. The following information was provided by the initial reporter: "the fluid was leaked on the spike air vent."